Manufacturer narrative:
On february 9, 2024, the mentor failure analysis lab received the device for evaluation. Per device lot number 5838525 received, it was found that reported lot number was manufactured in leiden, netherlands. Hence, doesn¿t meet the criteria for MDR reporting and therefore this is the last report that will be submitted. All corresponding fields have been updated on this form. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer's site phone: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a female patient underwent breast surgery with a 450cc mentor memorygel breast implant on both sides and experienced bilateral breast implant ruptures, and bilateral capsular contracture; left side baker grade IV, and right side baker grade iii. Postoperatively. As a result, the patient underwent bilateral replacement with mentor gel devices on (B)(6) 2023. This medwatch report is for the patient¿s left-sided device.